Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from one leaflet, and tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left ventricle (lv) and the clip opened then further advanced to the mitral valve. It was then noted that the anterior leaflet was caught between the gripper and the shaft of the clip. The clip could not be freed therefore the clip was deployed where it was stuck. A second cds was placed lateral to the first clip. A third cds was advanced however visualization was difficult due to shadowing from the second clip and the shaft of the cds. The clip was positioned directly adjacent to the second clip however after several grasping attempts, the clip interacted with the second clip causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). A possible tear was noted on the tip of the posterior leaflet. The third clip was attempted to stabilize the slda clip however could not successfully grasp both leaflets therefore the clip was removed. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported device damaged by another device was a result of procedural circumstances/user technique. The reported slda was due to the reported device damaged by another device. The reported unspecified tissue injury was due to slda. The reported mitral valve insufficiency/regurgitation was due to procedural circumstance. The reported patient effects of unspecified tissue injury (tissue damage) and mitral valve insufficiency/regurgitation as listed in the mitraclip g4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention appears to be due to case specific circumstances as one additional clip was attempted to be implanted to stabilize the slda clip. There is no indication of product issue with respect to manufacture, design or labeling.